Manufacturer narrative:
The following information fields have been updated with corrections: initial reporter address 1: (B)(6). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 3rd complaint for the lot# 8143922/ 8332981 for the same defects or symptoms. Previous complaints (B)(4). There was no documentation of issues for the complaint of batch #'s 8143922/ 8332981 during this production runs. Root cause description: undetermined.

Event description:
It was reported that bd 20ml syringe luer-lok¿ tip a piece of foil found in the barrel of the syringe behind the plunger (batch 8332981). Also reported that dirt found in the barrel of the syringe near the luer lock (batch 8149322).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8143922. Medical device expiration date: 2023-05-31. Device manufacture date: 2018-05-23. Medical device lot #: 8332981. Medical device expiration date: 2023-11-30. Device manufacture date: 2018-11-28. " a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd 20ml syringe luer-lok¿ tip a piece of foil found in the barrel of the syringe behind the plunger (batch 8332981). Also reported that dirt found in the barrel of the syringe near the luer lock (batch 8149322).